Event description:
The customer reported that the system is down, intermittently.

Manufacturer narrative:
(B) (4). The ge service rep finds that the system failures are sometimes caused by an inner connection failure, especially touch screen's connection. He replaced parts, including the whole ipc and touch screen module.